Manufacturer narrative:
Date MFR received for the initial report is 2017-06-09. Product event summary: the pump, two controllers, and a driveline boot cover with an unknown serial number were not returned for evaluation. Review of the manufacturing documentation of the pump and the controllers revealed that the associated devices met specifications prior to release. Review of manufacturing documentation of the driveline boot cover could not be performed due to the lot number being unknown. The reported electrical fault and vad stop alarms event was confirmed via log analysis which revealed multiple electrical fault alarms starting (B)(6) 2017 due to an open phase on one of the stators followed by multiple high watt alarms as a result of pump running on a single stator, logged on (B)(4). Multiple vad disconnect alarms were also logged on (B)(6) 2017, likely due to physical disconnections of the driveline from the controller. Log files associated with (B)(4) revealed multiple electrical fault alarms starting (B)(6) 2017 due to an open phase on one of the stators followed by multiple high watt alarms as a result of pump running on a single stator. A vad disconnect alarm was also logged on (B)(6) 2017, likely due to a physical disconnection of the driveline from the controller. Log file analysis also revealed consistent increases in power consumption above normal operating range within the analyzed period between (B)(6) 2017 and (B)(6) 2017, thus confirming the reported "above normal power consumption" event. It was reported that a driveline connector cleaning procedure was performed to troubleshoot the initial electrical fault alarms on (B)(4). However, no evidence of contamination was noted. Of note, the driveline cover was later noted to be incorrectly placed causing the connector to become partially disengaged, leading to the reported alarms. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the reported electrical fault and vad stop alarms event may be attributed to incorrect placement of the driveline cover causing intermittent connection between the driveline connector and the controller. Based on the risk documentation, the most likely root cause of the high power event may be attributed to multiple factors, including but not limited to external factors such as thrombus formation/ingestion, inappropriate pump rotational speed, and/or patient related factors. Additional products: controller 1.0\ (B)(4). This event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ventricular assist device (vad) exhibited above normal power consumption associated with high watt alarms.

Manufacturer narrative:
A supplemental report is being submitted as some FDA codes were updated. Additional products: controller 1.0\ (B)(4). Controller 1.0\ (B)(4). Driveline cover\ unk. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other devices involved in this event: con214739 - controller h4. 2017-02-28 h6: method code(s): 3372, 3317 h6: results code(s): 213 h6: conclusion code(s): 92 con212473 - controller h6: method code(s): 3317, 3372 h6: results code(s): 213 h6: conclusion code(s): 92 unknown - driveline cover / model 1175 UDI #: unknown d10: no h3: no, not returned to manufacturer h4: unknown h5: no h6: device code(s): c63043 h6. Conclusion code(s): 92 hw27351, con214739, con212473 and a driveline boot cover with an unknown serial number were not returned for evaluation. Review of the manufacturing documentation of the pump and the controllers revealed that the associated devices met specifications prior to release. Review of manufacturing documentation of the driveline boot cover could not be performed due to the lot number being unknown. The reported event was confirmed via log analysis which revealed multiple electrical fault alarms starting june 9, 2017 due to an open phase on one of the stators followed by multiple high watt alarms as a result of pump running on a single stator on con212473. Multiple vad disconnect alarms were also logged on june 9, 2017 likely due to physical disconnection of the driveline from the controller. Log files for con214739 revealed multiple electrical fault alarms starting june 15, 2017 due to an open phase on one of the stators followed by multiple high watt alarms as a result of pump running on a single stator. 1 vad disconnect alarm was also logged on june 15, 2017 likely due to physical disconnection of the driveline from the controller. It was reported that a driveline connectorcleaning procedure was performed to troubleshoot the initial electrical fault alarms on con212473; however, no evidence of contamination was noted. Of note, the driveline cover was later noted to be incorrectly placed causing the connector to become partially disengaged, leading to the reported alarms. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the reported event may be attributed to incorrect placement of the driveline cover causing intermittent connection between the driveline connector and the controller. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Con214739 - controller / catalog number 1407ca / expiration date 02-28-2018 UDI #: unknown, (B)(4). Heartware will submit a supplemental report when new facts arise, which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the patient that electrical faults occurred on (B)(6) 2017. The patient reported dropping the controller on several occasions causing tension on the connector. This resulted in user annoyance. The patient does not keep the equipment clean and it was possible that debris or liquid could have gotten into the controller at the connection of the driveline. Based on faults logged, contamination was suspected. An engineer traveled to the site and performed a cleaning procedure on (B)(6) 2017. Two days after the cleaning procedure, the patient reported an additional electrical fault as well as an extended off-pump time. Log files indicated that a ventricular assist device (vad) disconnect alarm triggered on (B)(6) 2017. The vad coordinator performed troubleshooting actions on (B)(6) 2017. It was found that the driveline boot was on backwards causing the connector to become partially disengaged, which lead to electrical faults and vad stops. Vad coordinator was instructed to remove and place the driveline boot on the correct way if the patient could tolerate the pump off time associated with it. The controller remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
It was reported by the patient that electrical faults occurred on (B)(6) 2017. The patient reported dropping the controller on several occasions causing tension on the connector. This resulted in user annoyance. Engineering traveled to the site and performed a cleaning procedure and controller exchange on (B)(6) 2017. No visible damage or contamination was observed. Two days after the cleaning and exchange procedure, the patient reported an additional electrical fault as well as an extended off-pump time. Log files indicated that a ventricular assist device (vad) disconnect alarm triggered on (B)(6) 2017. The vad coordinator performed troubleshooting actions on (B)(6) 2017. It was found that the driveline boot was on backwards causing the connector to become partially disengaged, which lead to electrical faults and vad stops. The vad coordinator was instructed to remove and place the driveline boot on the correct way if the patient could tolerate the pump off time associated with it. The controller remains in use. No patient complications have been reported as a result of this event. Additional system component being reported for this event: (B)(4) - controller / catalog number 1407ca / expiration date 05-31-2017 not returned to manufacturer (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Other devices involved in this event: medical device: unknown - driveline cover / model 1175. If information is provided in the future, a supplemental report will be issued.